Event description:
It was reported that a patient presented after experiencing many automatic mode switch episodes, which were determined to be due to oversensing of noise and far-field r-wave oversensing on their right atrial lead. No intervention was reported. The patient was stable throughout.